Event description:
In (B)(6) 2009, the patient underwent surgery for a massive left groin hernia. The hernia was repaired with goretex mesh. In (B)(6) 2010, the patient developed a seroma and an incisional infection. Surgery was performed on (B)(6) 2010 and the infected goretex mesh was removed. The hernia was repaired using the surgimend device, lot number 0907015. Slits were placed in the device to allow for drainage. The patient was placed on multiple antibiotics. The incisional site was left open and a wound vac applied. On (B)(6) 2010, the patient was operated on again. Infection was present resulting in breakdown of the surgimend device. The device was removed. The surgeon indicated that the patient's infection contributed to the failure of the product.